Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
False positive advia centaur cp troponin ultra results were obtained on two pt samples. The pts were transported to a sister hosp for further eval. Repeat testing was performed for both pts' samples six hours after the initial results. The results were negative. Corrected reports were sent to the physician. The two pts had heart catheterization. There was no evidence of cardiomyopathy.

Event description:
False positive advia centaur cp troponin ultra results were obtained on two pt samples. The pts were transported to a sister hosp for further eval. Repeat testing was performed for both pts' samples six hours after the initial results. The results were negative. Corrected reports were sent to the physician. The two pts had heart catheterization. There was no evidence of cardiomyopathy.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.